Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft mesher was tearing and bunching up skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 (UDI): (B)(4). This medwatch is being filed to relay additional information and as final medwatch. Investigation is complete. No non-conformances were found with the device during inspection of the product. As such, the reported event then fall under the scope of (B)(4), meaning that a device history records review, previous history record review, and complaint history record review are not required for the investigation. On 24 january 2019, it was reported from (B)(6) medical center that a mesher was bunching and tearing skin. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 31 january 2019 and noted that the calibration and test cut were within specifications and that the device functioned as intended. The device was recalibrated as a precautionary means and then was returned to the customer without further incident. The device was tested and inspected. Reference number (B)(4) on 24 january 2019. The service technician was unable to reproduce the reported issue during inspection of the device nor found a failure that would result in the reported issue occurring. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.